Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the video provided with this report because the products said to be involved were not provided to cook for evaluation. A photo of the lot number was not provided. The video provided shows one device in use, the clip is attached to tissue and the user is attempting the deploy the clip. The clip appears to be partially deployed, the clip has detached from the cath attach but remains attached to the drive wire, after multiple attempts the clip fully deploys and remains attached to the tissue. It is unknown if the clip detached from the cath attach and remained attached to the drive wire when attempting to deploy or if the user was attempting to reopen the clip. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a closure of a zenker diverticulum, the physician used four (4) cook instinct plus endoscopic clipping devices. There was difficulty in releasing after firing. This happened with 4 devices in one procedure. After a lot of shaking, the user was able to get all 4 to detach. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.